Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown procedure on approximately (B)(6)2022 when it was reported, ¿ during an extended thoracoscopic thymectomy, the surgeon notices that the trocar's double-layered section is cracked on the outside layer. He didn't notice when he started the surgery. No stapler used. A new trocar with the same model number was used, and there was no health damage or delay. The operation is completed.¿. The procedure was reported as having been completed. There was no report of injury, medical intervention, or hospitalization for the patient. The complaint was then reassessed after the collection of photographs of the device that depicted the device having been broken during use causing fragmentation. The photographs show all components of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety. Device not yet received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during an unknown procedure on approximately (B)(6) 2022 when it was reported, ¿during an extended thoracoscopic thymectomy, the surgeon notices that the trocar's double-layered section is cracked on the outside layer. He didn't notice when he started the surgery. No stapler used. A new trocar with the same model number was used, and there was no health damage or delay. The operation is completed.¿. The procedure was reported as having been completed. There was no report of injury, medical intervention, or hospitalization for the patient. The complaint was then reassessed after the collection of photographs of the device that depicted the device having been broken during use causing fragmentation. The photographs show all components of the device. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in opened original packaging. Lot number was verified. Performed a visual inspection, the complaint was confirmed. The outside layer of the cannula was cracked and broken into multiple pieces. All pieces were returned with the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 10 complaints, regarding 10 devices, for this device family and failure mode. During this same time frame 997,032 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised to use extreme caution during airseal access port insertion. Improper use of this product can result in life-threatening injury to internal organs and vessels. Ensure that adequate pneumoperitoneum or pneumorectum is established; ensure that the patient is properly positioned so that organs are away from the penetration site; direct the airseal access port¿s tip away from significant vessels and organs; do not use excessive downward force. This issue will continue to be monitored through the complaint system to assure patient safety.